Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by the paramedics due to a low blood glucose of 23 mg/dl. The customer stated that he had treated for a blood glucose of 540 mg/dl, and by 2:00 pm his blood glucose went low. The customer initially stated that the insulin pump had been giving him the insulin all at once. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the basal rates were just changed about a month ago. The reservoir volume was accurate. The customer stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.